Manufacturer narrative:
B3: date of event was not reported but estimated using the aware date.

Event description:
It was reported that the array was difficult to deploy. A 3.0cm x 15cm leveen coaccess needle electrode system was selected for use in a radiofrequency ablation procedure. Before starting the procedure, the needle was deployed to check its operation, but an unusual resistance or stiffness was encountered. Therefore, a different stock was used. There were no patient complications reported.

Manufacturer narrative:
B3: date of event was not reported but estimated using the aware date. Device eval by manufacturer: the electrode device was returned. During product analysis, no damages were observed at the handle and needles/tines. It was possible to observe that the device was bent at the cannula. The handle was extended and retracted, and the needle/tines could be activated without any problems.

Event description:
It was reported that the array was difficult to deploy. A 3.0cm x 15cm leveen coaccess needle electrode system was selected for use in a radiofrequency ablation procedure. Before starting the procedure, the needle was deployed to check its operation, but an unusual resistance or stiffness was encountered. Therefore, a different stock was used. There were no patient complications reported.